Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, after several attempts it was impossible to fix the lead in the right atrium (ra). The ra lead was blocked. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal connector of the lead was extrinsically bent, visual summary analysis of the lead indicated damage at implant. Lead returned with the helix was fully retracted and with the is1 pin was lightly bent. However, helix was able to be extended and retracted.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.